Event description:
This ra lead was implanted on (B)(6) 2005 and was capped and replaced on (B)(6) 2013 for an unknown reason. The physician was dr. (B)(6). No other information is available. Additional information received states that this lead was replaced due to high thresholds and loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).